Event description:
It was reported that during central processing, the 8 mm mega suture cut needle driver instrument had a torn cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there were no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips, eft/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. There were no fragment fell inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a loose pitch cable at the proximal clevis. Additional observation(s) not reported by site: the instrument was found to have a broken clamping pulley. The housing was removed for inspection and the pitch input disk clamping pulley was broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.